Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3387-40, lot # 0211552123, implanted: (B)(6) 2016, product type lead.

Event description:
A health care professional (hcp) via a manufacturer representative reported an open circuit on electrode 9 <(>&<)> 11, which occurred during a procedure. During a stage 2 procedure, intra-operative testing was performed on the complete system. The right side, electrode 9 <(>&<)> 11 recorded high impedances >40000 ohms. The consumer was implanted in (B)(6) 2016 and at that time had had externalizations attached to the cranial leads for testing. Today, after the extensions and implantable neurostimulator (ins) were connected, high impedances were found. Troubleshooting included testing with a different extension to exclude it being the problem, then used a multi-lead testing cable, which confirmed the high impedances on cranial lead. No further action will be taken; the hcp would use other electrodes for programming. The issue was not resolved at the time of the report. The consumer's medical history included parkinson's disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.